Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02122. It was reported that ineffective stimulation issue was observed, and device system was unable to provide adequate relief for patient¿s bilateral foot pain. Lead revision procedure was completed on (B)(6) 2019 where the physician re-positioned both leads from the t8 vertebral level to the t10 vertebral level to resolve the issue. New anchors were added for both leads. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02122.